Event description:
Pt reported the infusion device provided an acoustic alarm when she tried to bolus and then the buttons would not respond. Pt restarted the infusion device, and the infusion device displayed an unsolvable e8 power interrupt error. The infusion device was replaced and requested for eval. No physiological effects were respond, and pts did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.